Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer obtained manual injections to address bg level.